Manufacturer narrative:
Initial and final MDR (B)(4) device 1 of 2. Since no lot number is available, a detailed investigation, tests on reference samples or batch review cannot be conducted. Therefore, this complaint will be closed, this issue will be monitored through post marketing surveillance (pms) product trends and malfunction. If any trends are picked up, this will flag on the trips and alerts according to the on market quality review (omqr) procedure.

Event description:
Reference number: (B)(4). Event occurred in the united states. This emdr is being submitted for unknown number of quantities it was reported that the patient experienced bent cannulas, which led to elevated blood glucose levels. The patient attempted to manage the condition with a manual injection of 10 units of insulin but was unable to bring her blood glucose back into range without professional assistance. On (B)(6) 2025, the patient presented to the emergency room and was subsequently hospitalized due to hyperglycemia. At the time of hospitalization, the patient's blood glucose level was 400 mg/dl, and she experienced nausea, fatigue, lethargy, and excessive thirst. During hospitalization, the patient received intravenous fluids and insulin via intravenous infusion as corrective treatment, which resolved the issue. The patient was discharged from the hospital on (B)(6) 2025. No further information available.